Manufacturer narrative:
It was reported that they "took this bed out of the box (never left our store) and the control box did not work right away. Technician used a different control box from another bed and it took care of the problem." There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the control box that come with the bed is not working out of box.